Event description:
Devie was being used to sterilize a fermenter which was placed inside a bin (container). Both were placed onto shelves located inside the sterilizer. After completion of sterilization cycle operator started pulling the fermenter out of the sterilizer. The bin had collected some water during the sterilization process. The fermenter hit the bin causing hot water to pour onto operator's left foot. Operator suffered 2nd degree burns on the top of his foot, with subsequent loss of the top layer of skin on that foot.